Event description:
A customer called beckman coulter regarding an erroneously elevated accu tni result was generated by an access instrument. The accu tni result was 0.81 ng/ml. The elevated result was not reported out of the lab. The lab restested the original pt sample for acu tni and the result was 0.01 ng/ml. The customer did not receive any report of pt injury requiring medial intervention or change to pt treatment attributed to or connected with this event.